Event description:
During a weil osteotomy procedure on a patient, the surgeon reported the 13mm spin screw broke. The surgeon attempted to remove the screw. The screw broke again and remains in the patient's foot. Part of the screw is available for evaluation. Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.